Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 23-aug-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the left main artery. A 4.00x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was competed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged. Promus element, mr, ous 4.00x32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to the distal end of the stent with stent struts bunched in a proximal direction. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.